Event description:
A healthcare worker complained of headache and eye irritation while working in a room where cidex opa was used. The worker did not receive medical attention. The customer stated that the solution is kept in bins and the lids are on except when in use. The ventilation has been checked, but the air exchange is unk.